Manufacturer narrative:
Block e1 (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic varicose ligation procedure performed on (B)(6) 2024. Towards the end of the procedure, it was noticed that the bands were twisted together. The procedure was completed with the same original speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.